Event description:
It was reported that the physician had difficulty introducing the lead and that the rv coil lost integrity, due to the patient's anatomy of a tight clavicle and superior vena cava junction. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted. Full lead returned and analyzed.